Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of weakness, hypotension and fvo which warranted hospitalization on (B)(6) 2018. The cause of the patient¿s weakness was due to a preexisting history of hypotension, for which the patient was treated with midodrine and a ccpd prescription change including only 1.5% dextrose solution. The cause of the fvo was directly linked to the aforementioned prescription change which resulted in negative uf, weakness and the diagnosis of fvo. Based on the available information, the liberty select cycler can be disassociated from the adverse event(s) as there is no allegation or indication the liberty select cycler caused or contributed to the adverse event(s). Additionally, there is no evidence of a malfunction or of the machine failing to perform as expected in relation to this event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, the need for a revised clinical investigation will be re-evaluated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized for weakness, fluid volume overload (fvo) and hypotension on (B)(6) 2018 through (B)(6) 2018. During follow-up, the pdrn stated the patient felt weak on (B)(6) 2018, and was admitted to the hospital for hypotension. The discharge summary is unavailable; however the pdrn stated the patient was prescribed midodrine (dosage/frequency not provided), and his ccpd prescription was altered to include only 1.5% dextrose solutions (two bags). The patient was discharged from the hospital on (B)(6) 2018, and continued pd therapy that evening without difficulty. It should be noted the patient was not performing ccpd therapy at the time of the initial event, and the patient is known to have a history of hypotension predating the event(s). Additional information was solicited.